Event description:
Regarding my betaseron injection medication for multiple sclerosis: as I was injecting the medication, the glass part of the syringe shattered into multiple pieces. Also, the alcohol wipes supplied in the package of supplies were completely dry. Of note, I use an auto injector. -medication lot number ub0540a,, exp september 06; auto injector #k7a-. I reported this to the company so that I can get a replacement supply of medication. It is my impression that they are re-designing the auto injector, although this is what I have heard before when I have had similar situations occur. This syringe shattering has occurred on several occasions over the past year and at this time I felt the need to report it outside of the company.